Event description:
Patient contacted dexcom technical support on (B)(6) 2012, to report that earlier that day, shortly after 9 am, she had suffered a hypoglycemic episode and lost consciousness while using an expired sensor. Patient's husband administered sugar to patient and took a cgm reading of 20 mg/dl right after the event. Patient lives on a remote island without electricity. Constable was called for assistance but patient had been revived by the time they arrived. Patient claims that she is experiencing erroneous glucose readings with cgm but was unable to provide concurrent cgm and bg readings. At the time of her call to dexcom technical support patient was feeling fine again.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.